Manufacturer narrative:
In response to your complaint, we performed a search for similar complaints of the reported problem for this product. No adverse trend was observed for the reported issue. Without product lot information, no further testing could be conducted. Although we were unable to duplicate your complaint, the information you provided has been documented and will continue to be monitored. Source of complaint was an email.

Event description:
Customer reported possible false positive flu result (x2). Confirmed via biofire pcr.